Event description:
It was reported that the patient developed an alleged infection. The patient underwent a revision surgery on (B)(6) 2022 where the surgeon revised the following eleos implants: distal femur axial pin, tibial hinge component, and tibial poly spacer. The following eleos implants remain implanted from the patient's original surgery: male-female midsection, tibial baseplate, distal femur, biogrip collar, collar locking ring, cemented stem extension, and segmental stem. No additional information regarding this adverse event has been reported.

Manufacturer narrative:
The investigation is in process. The device will not be returned for evaluation. When the investigation is complete, a supplemental MDR will be submitted accordingly. Multiple mdrs were submitted for this event: #3013450937-2022-00350, #3013450937-2022-00351, #3013450937-2022-00352, #3013450937-2022-00353, #3013450937-2022-00354, #3013450937-2022-00356, #3013450937-2022-00357, #3013450937-2022-00358, #3013450937-2022-00359.

Event description:
It was reported that the patient developed an alleged infection. The patient underwent a revision surgery on (B)(6) 2022 where the surgeon revised the following eleos implants: distal femur axial pin, tibial hinge component, and tibial poly spacer. The following eleos implants remain implanted from the patient's original surgery: male-female midsection, tibial baseplate, distal femur, biogrip collar, collar locking ring, cemented stem extension, and segmental stem. No additional information regarding this adverse event has been reported.

Manufacturer narrative:
This report is being submitted to include additional information. The investigation is complete. The device was not returned for evaluation. The root cause of the alleged infection could not be determined. If any additional information is obtained, a supplemental MDR will be filed accordingly. The following sections were updated: h3: device evaluated by manufacturer updated to no. H6: type of investigation code updated to 4110: trend analysis. H6: type of investigation code updated to 4117: device not accessible for testing. H6: type of investigation code updated to 3331: analysis of production records. H6: type of investigation code updated to 4111: communication/interviews. H6: type of investigation code updated to 4109: historical data analysis. H6: investigation findings code updated to 3221: no findings available. H6: investigation conclusions code updated to 4315: cause not established.